Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) identified that the blue pedal of the dual foot pedal had a contact failure and replaced a complete set of dual foot pedals and installed the correct fuse. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was stepping on a pedal. It is unknown which one. The erbe was in use, but it is unknown what caused the incident. The instrument was not in contact with tissue and there was no damage since it was not possible to cauterize. There was no injury to the patient. The probable root cause was attributed to a contact failure on the dual foot pedal.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the foot pedal. System tested and verified as ready for use. The complaint was confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the unintended bipolar energy was constantly activated from an external generator. The customer resolved the issue by disconnecting the foot switch activation cable. The procedure was completed as planned with no report of patient injury.